Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the handle of the device locked after one hour of use during the procedure. The device was removed manually without harming the tissue. There was no injury to the patient and no blood loss.